Manufacturer narrative:
Concomitant medical devices: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter .(B)(4).

Event description:
Information was received from a consumer regarding a patient currently receiving fentanyl and marcaine (concentrations and dose unknown by the reporter) via an implanted pump. The indication for use was spinal pain. On (B)(6) 2015 it was reported that the last time the patient had an MRI in 2013, her pump "heated up a little bit". It wasn't uncomfortable, but rather "manageable". The reason for the MRI and actions/interventions taken were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.